Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the customer reported complaint. The instrument was found have the main tube broken at the distal end. A piece measuring approximately 0.18¿ x 0.08¿ was not returned with the instrument.

Event description:
Prior to starting a da vinci assisted procedure, it was reported that when the fenestrated bipolar forceps instrument was installed, and the customer noticed a broken tip after a red flashing light appeared. The procedure was completed and there was no patient injury.